Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd 10 inch ext w/ 0.2 ped & vlv port leaked. The following information was provided by the initial reporter: we had a tpn tubing number (B)(4) lot number h37020029e1a leaking at the filter. (B)(6) 2024. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. (B)(6) 2024. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? No harm evident, physical or otherwise. 3. Any adverse event or serious injury reported to patient or health care professional? No.

Manufacturer narrative:
Investigation results: it was reported that the set was leaking at the filter. Two samples model 20029e, lot 24036092 was returned for investigation, the sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe and flushed with water. No observation of leakage at the filter was observed. Additionally, air under water test was performed. The set was pressurized with about 10 psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review for model 20029e lot number 24036092 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.